Event description:
Mea procedure performed in 2005. The pretreatment clinical protocol, including hysteroscopy and ulstrasound were performed, and treatment was successfully completed. One day following treatment, patient presented and admitted to hospital complaining of fever and pain. Patient had a normal CT scan, and was placed on pain therapy and IV antibiotic for five days. Six days following admission, diagnostic laparoscopy was performed in response to patient symptoms of pain; a uterine perforation was observed with no additional injuries noted. A laparotomy was performed. Unrelated to the mea treatment physician diverticulectomy in response to pre-existing medical condition. A hysterectomy was performed at the same time.